Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the image did not appear due to a water invasion caused by a perforated cable. Additional finding: poor water tightness due to the perforated cable. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a reaction to the play between the cable / head, the image turned black. There were no reports of patient harm.